Event description:
It was reported that on (B)(6) 2021, the patient underwent plasma resection due to prostatic hyperplasia. During the operation, a nurse placed a urinary catheter for the patient and continued bladder irrigation after the operation. At noon the next day, during the process of getting out of bed, the patient reported hearing a pop, and then found that the urinary catheter slipped out. Patient immediately called the nurse. The nurse found that the urinary catheter balloon was ruptured and immediately reported to the urologist. After a catheter was re-indwelled, the bladder irrigation was continued. The patient had no other adverse reactions. The type of lubricant used was iodophor, and the water volume of the balloon was 50ml. Per follow-up information received via ibc on 20dec2021, stated that there were no missing pieces of the balloon and there was no impact to the patient.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and label liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿